Event description:
Information received that smiths medical pump cadd-ms 3 pump, alarmed error. This incident occurred prior to use of device, as the consumer has a back up pump to resort to for the pump is life sustaining aiding in infusing medicine for pulmonary arterial hypertension. Follow up report indicated from nurse that pump with serial number (B)(4) displayed and wanted a passcode. Nurse said the pump lost its internal power or programming. No adverse event or injury to consumer of the device, as pump was replaced.

Manufacturer narrative:
One cadd-ms3 ambulatory infusion pump was returned for analysis in good condition. Functional and visual testing was performed to test the pump. The customer's stated problem was verified. The pump was inspected and found that the rear of the syringe was cracked by customer. The rear of the syringe is part of the rear housing. Therefore, the rear housing will be replaced. .